Event description:
It was reported that a stroke occurred. A sentinel cerebral protection system was placed followed by balloon aortic valvuloplasty and implantation of a 27mm lotus edge valve. The next day, the patient had slurred speech, somnolence and left facial drooping. An embolic stroke was detected in the right temporal lobe. Dual antiplatelet therapy was continued and the patient was monitored.

Event description:
It was reported that a stroke occurred. A sentinel cerebral protection system was placed followed by balloon aortic valvuloplasty and implantation of a 27mm lotus edge valve. The next day, the patient had slurred speech, somnolence and left facial drooping. An embolic stroke was detected in the right temporal lobe. Dual antiplatelet therapy was continued and the patient was monitored. It was further reported that a new pathological q-wave or left bundle branch block occurred post procedure. On (B)(6) 2020, cardiac death occurred.

Manufacturer narrative:
Common device name corrected from lotus edge tm valve system 23 mm to lotus edge tm valve system 27 mm.